Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards were reseated. Also, the sync on the video switch was adjusted. The system was then found to be operating as intended.